Event description:
On (B)(6) 2016, I had a left inguinal hernia (open) repair with a bard mesh perfix plug, ref #0112980, lot: huzh0955, used by 08/28/2020, by dr (B)(6), md (general surgeon). After surgery my testicles were extremely swollen and black and blue for several months following surgery. Several months after surgery (on two separate occasions), I returned to dr (B)(6) with a painful lump, which I was told the lump would go away over time. On (B)(6) 2018, I returned to dr (B)(6) to have this painful lump examined. The pain I have been experiencing is pain in the groin, I feel like I'm being kicked in the scrotum, painful erections and extreme pain when I would climax, a painful seroma, and constipation. I have constant pain when I sit, stand, and lay down. I have pain when driving and riding in the car because of the location of the belt strap, its stop of the seroma. I also have muscle cramping and spasms during the day. My pain is 9/10 daily. I have made several complaints to dr (B)(6) on (B)(6) 2016, (B)(6) 2018. He ordered a CT abdomen and pelvis scan which showed a seroma. He ordered a left groin ultrasound on (B)(6) 2018, which showed "a diffuse shadowing with poor recognition of the anatomical landmarks within the left inguinal region, most likely related to surgery. No recurrent hernia is seen." On (B)(6) 2018, dr (B)(6) gave me nerve block for the pain. I felt no different with the nerve block than I do today. Thank you.